Event description:
The surgery center reported multiple fluence out of range errors during a laser treatment as a result there was an interruption during laser fire. The surgery center refilled with two purges to eliminate the errors but was unsuccessful. Four procedures were cancelled.

Manufacturer narrative:
Date of the event is unknown as it was not provided. The laser machine was examined and tested at the customer location by an amo field service specialist (fss). The fss replaced the mirror 3 (m3) due to balance salt solution (bss). The fss stated the customer may have let the laser system sit for three months without use. The surgery center indicated they had used multiple cards because the fluence error had a red error. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.